Manufacturer narrative:
One device was returned for analysis. Visual inspection found a faulty (dso) downstream occlusion sensor. Functional and visual tests were performed, and the reported issue was duplicated. The cause of the reported issue was due to a faulty downstream occlusion sensor. As a result, the downstream occlusion sensor was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
The device was returned for unable to load cassette. During physical inspection, it was found that there was a faulty downstream occlusion sensor. There was no patient involvement, and no patient harm/adverse event reported.